Event description:
Dealer states when the chair is driven it has jerky movement and it runs very slow. It will not go in the direction that it is pointed. The chair has been used for about 2.5 years. Indoor and out doors, private home. No lights flash from joystick.